Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed for the finished device number 187519, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 250cc saline breast prostheses that bilaterally deflated after implantation. The patient stated that she noticed the left breast prosthesis was starting to decrease in size. There was dimpling of the implant and now she can see the implant is deflating. The right breast prosthesis started to look less full on the top. In addition, the patient is experiencing bilateral pain and inflammation in the left breast. The patient was taking antibiotics for the inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.